Event description:
Healthcare professional reported right side "signs of axillary silicone adenitis". Device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d3, d.6a, g1.

Event description:
Healthcare professional reported right side "signs of axillary silicone adenitis". Device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Continued e1 phone number: (B)(6). The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.